Event description:
The machine was showing a tidal volume meter reading of 1000 cc and was giving a false leak test failure. The machine was turned off and rebooted in an effort to troubleshoot. The machine then began to operate properly.draeger has sent 2 engineers from germany to troubleshoot the 16 machines that were purchased a month ago. The engineers are troubleshooting the equipment. Draeger has sent 16 more machines for our facility to use in the interim.